Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no) g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 ¿ patient was diagnosed with incarcerated recurrent ventral abdominal hernia thereby underwent open repair with implant of bard mesh. Per operative notes, ¿the hernia sac was identified and dissected away. The bard flat mesh was placed in the abdomen and sutured.¿ (B)(6) 2003 - patient was diagnosed with wound seroma thereby underwent wound exploration. Per operative notes, ¿the hernia repair and mesh appeared to be intact. The wound was left open.¿ (B)(6) 2003 - patient was diagnosed with large open abdominal wound following hernia repair and drainage of seroma thereby underwent repair with delayed primary wound closure. Per operative notes, ¿a large serous fluid was drained and sutured.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall cellulitis. Per operative notes, ¿focal abscess was noted and drainage of abdominal wall was done.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent drainage of abdominal wall abscess. Per operative notes, ¿a pus was noted and drained. The abscess extended down to fascia and mesh. The wound was irrigated and necrotic tissues were removed.¿ (B)(6) 2017 - patient was diagnosed with partial recurrent small bowel obstruction and abdominal pain.